Event description:
Boston scientific received information that during a routine device replacement procedure, when the chronic right ventricular lead was tested wirelessly through this replacement pacemaker, the electrogram displayed noise resulting in pacing inhibition. The impedance measurements were in acceptable range, however occasional high out of range measurements were obtained. The device header was vented to assure there was no air in the header, however this did not resolve the issue. A decision was made to surgically abandon and replace the lead. Visual inspection revealed a fracture thought due to pocket manipulation, however it could not be confirmed whether this may have been due to the suture sleeves tightening. Post lead replacement and connection to this device, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.